Event description:
It was reported to philips that the system had a boot up issue. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Analysis of the log files confirmed that the cause of the malfunction was controlled area network (can) communication error. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse confirmed that the actual cause of the issue was found to be issue with can communication. Fse reconnected the can connectors and replaced the geometry input output (io) box and geometry pc can card to resolve the issue. Geometry pc was returned for analysis and the part analysis could not confirm a malfunction with the geometry pc. After replacement of geometry io box and geometry pc can card, the system was returned to use in good working order. The codes were updated based on the investigation outcome.